Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. No abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points . No service history is on file for this device. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause is not determined at this time, because the product has not been returned for evaluation.

Event description:
Medwatch (B)(4) received from FDA on 10aug2017. On (B)(6) 2017, upon placing the head pins into cranial bone of a (B)(6) male, the physician was concerned about the pathological bone condition of the patient. After pinning, the medical doctor was concerned of potential skull injury to the patient. Patient was taken to CT scan to evaluate skull via radiology or procedure cancelled by the medical doctor from CT scan due to results of CT scan. Additional information has been requested.